Manufacturer narrative:
The field service representative determined that the cleaner bottle had a cracked connector, causing inconsistent cleaning of probes. He performed preventive maintenance on the analyzer and replaced the broken connector for the cleaner bottle. He performed a check test and all checks passed.

Manufacturer narrative:
Na

Event description:
The customer reported that their quality controls for the tina-quant hemoglobin a1c gen.2 (hba1c) assay have been running high since (B)(6) 2015. The customer noticed the control issue after a doctor had questioned a patient sample result. The customer stated that the instrument operator did not realize that controls were outside of range high from (B)(6) 2015. The customer then pulled a total of 9 additional patient samples that had been tested between (B)(6) 2015. These samples were repeated on (B)(6) 2015 after recalibrating the assay and repeating controls. Of these 9 additional samples, one had an erroneous result that was reported outside of the laboratory. The sample initially resulted as 8.2 % and this value was reported outside of the laboratory. The sample was repeated on (B)(6) 2015, resulting as 6.3 %. The repeat result was believed to be correct and a corrected report was issued. The patient was not adversely affected. The hba1c reagent lot number was 60801901, with an expiration date of 04/30/2016. It was noted that the used reagent cassette has been in use since (B)(6) 2015 with both initial and repeat results being measured with this same cassette. The customer stated that controls continued to run high and they have to recalibrate in order to get them back into range. The customer replaced the reagent cassette on (B)(6) 2015 since the controls were still recovering high. The customer still had issues with the control recovery, so she remixed and re-poured the controls. After doing this, controls were within range. The customer did not notice any high patient results and said that they were not having any issues with controls for other tests. The customer was sent new controls and a new reagent cassette. The customer ran the new controls on (B)(6) 2015 and said that one level was out of range high. The customer then calibrated the new reagent cassette that was provided and ran controls on this. Controls were within range. The customer was contacted again on (B)(6) 2015 and stated that the controls were passing. On (B)(6) 2015, the customer called back and stated that they were having problems getting the controls back in range that day. Controls tested on the 3 previous work days passed. The customer mixed the controls and repeated them. The controls were within range upon repeat.